Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon leak occurred. A 06/2.50 flextome cutting balloon was selected for use. During procedure, when balloon was inflated for the first time, it was unable to inflate. Furthermore, a leak was noted when the balloon was removed from the patient's body. The procedure was not completed. No patient complications were reported.